Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it. To determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
In-situ measurements show high impedance status on the 6 most basal channels (7-12). An x-ray shows the device to be in place. Patient is to be re-implanted but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show high impedance status on the 6 most basal channels (7-12). An x-ray shows the device to be in place. Patient will be re-implanted.